Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to liner wear, disassociation and metallosis from metal on metal contact with the femoral head and acetabular component. (Right hip).